Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a si brite tip sheath (7f 23cm str) was prepared for use; however, it could not be inserted because it got frayed at the distal end when the physician attempted to insert it. Therefore, it was replaced with a new brite tip sheath and the procedure was completed successfully. The lesion was the iliac artery. There was no reported patient injury. The product will be returned for analysis. The access site was the left femoral artery. There was little calcification, little tortuosity and 70-80% stenosis. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. There was no excess force used during insertion.

Manufacturer narrative:
Complaint conclusion: as reported, a sheath introducer brite tip sheath (7f 23cm str) was prepared for use; however, it could not be inserted because it got frayed at the distal end when the physician attempted to insert it. Therefore, it was replaced with a new brite tip sheath and the procedure was completed successfully. The lesion was the iliac artery. There was no reported patient injury. The access site was the left femoral artery. There was little calcification, little tortuosity and 70-80% stenosis. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Excessive force was not used during insertion. A non-sterile cannula sheath 7f and a non-sterile vessel dilator 7f were received inside a plastic bag. The vessel dilator was received inserted into the cannula sheath. Per visual analysis, no frayed/split/torn conditions or other anomalies were observed on any of the units. A review of the manufacturing documentation associated with lot: 17776707 was performed and it was found that the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The complaint reported by the customer as ¿brite tip/distal tip - frayed/split/torn¿ was not confirmed since none of these conditions were found on the received unit. The device did not present any indications of a manufacturing defect or anomaly. According to the IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi, as was done in this case. Neither the product analysis nor the product history record review suggests that these events are related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.